Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in as the customer's initials and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from mexico called on behalf of the customer to report that their blood glucose readings were not being stored in the memory of the contour plus meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour plus meter was tested with the in-house contour plus test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.